Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump¿s touchscreen was cracked and the pump became nonfunctional, and the user transitioned to backup therapy after being informed the device was no longer watertight. Symptoms included no reported blood glucose impact. Outcomes included replacement shipment, data sync to the mobile app prior to return, and continued cgm use via the dexcom app or receiver. Investigation included internal complaint handling and return logistics to enable evaluation of the damaged unit. Investigation of this device revealed external physical damage to the touchscreen component that resulted in loss of function and loss of water ingress protection. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external forces.